Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that leakage was found at around connecting part of the catheter and the snaplock adapter during use. Therefore, the catheter was removed and replaced by a new one. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the snaplock adapter and the epidural catheter with no relevant findings. The customer reported a leak between the catheter and snaplock adapter. The customer returned one snaplock adaptor, one flat filter and one epidural catheter. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen on the inner coils and adhesive material can be seen on the outer extrusion. No other defects or anomalies were observed. A functional leak test was performed per (B)(4) rev. 7 using the returned catheter and snaplock adapter with the lab leak tester (c05176). The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed. Other remarks: to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No leak was detected coming from the snaplock adapter or catheter. The reported complaint of the leaking between the snaplock adapter and catheter could not be confirmed based on the sample received. A device history record review was performed on the snaplock adapter and the epidural catheter with no evidence to suggest a manufacturing related cause. The returned sample passed a functional leak test. There were no functional issues found with the returned sample. Additional method code: 26.

Event description:
It was reported that leakage was found at around connecting part of the catheter and the snaplock adapter during use. Therefore, the catheter was removed and replaced by a new one. There was no patient injury.